Event description:
It was reported that before programming into MRI mode for a scan, high out-of-range pacing impedance was noted on the right ventricular (rv) lead. The impedance trend has gradually increased significantly since october 2023. Intermittent capture was also noted. A potential rv lead insulation fracture was suspected. There were no adverse health consequences, the patient was stable.

Event description:
New information indicated, that the patient presented to the clinic. And programming changes were made. The patient was stable before, during and after the event. The patient will be monitored.